Manufacturer narrative:
Concomitant medical products: product ID 3889-33 lot# (B)(4) implanted: (B)(6) 2014, explanted: (B)(6) 2018. Product type lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 06-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The caller reported that on (B)(6) 2018 part of the lead from the patient's previous ins system was left implanted. Caller stated that tines from the lead were left implanted. No patient symptoms and no further complications were reported.